Event description:
It was reported that a peritoneal dialysis (pd) patient (pt), who performed pd therapy with homechoice (hc) device, passed away due to an unreported cause. It was not reported whether the pt was hospitalized prior to death. It was not reported whether the pt was connected to the hc at the time of death. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date in 1995. A review of the device history record did not reveal any issues that could be related to the reported issue. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. A review of the event history log revealed no failure, malfunction or iipv (increased intraperitoneal volume) events that could have caused or contributed to the reported problem. A visual inspection found damaged door cover. The door cover was replaced. The power on self-test was successfully completed. A one hour simulated therapy was completed without error or alarm. The device passed all check and calibration tests successfully. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. Per the device evaluation, there was no failure, malfunction or iipv event identified that could have caused or contributed to the reported issue of patient passing away. The cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.